Event description:
It was reported that during the procedure in the calcified external iliac artery, the 6 x 18 omnilink delivery catheter was advanced to the target lesion with slight resistance. When the physician pulled back the delivery catheter without force to position the stent at the lesion, the stent partially dislodged from the balloon. The physician advanced the delivery catheter into the left common iliac and successfully deployed the stent inside a previously implanted stent from a prior procedure. The delivery catheter was removed from the anatomy without resistance. A non-abbott stent was successfully deployed at the target lesion. There was no adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. In this case, it was reported that there was slight resistance during advancement into the lesion which was described as highly calcified. This suggests that the lesion site likely contributed to the dislodgment. It is likely that the stent became lodged or stuck within the tight lesion, and when retracted, the stent partially dislodged from the balloon. As a result of the dislodgment, the delivery catheter was advanced into the left common iliac and the stent was successfully deployed inside a previously implanted stent from a prior procedure. The delivery catheter was removed from the anatomy without resistance and a non-abbott stent was successfully deployed at the target lesion. As it was reported that the procedure was to treat a lesion in the external iliac, it should be noted that the otw omnilink as listed in the product instructions for use is indicated for use in palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use contributed to the reported dislodgment. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported stent dislodgment appears to be related to difficulties during the procedure and there is no indication to suggest a product quality deficiency.